Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during appendectomy, the surgeon applied the suture loop onto the tissue and tried to draw it tight, however, the loop could not be tighten but it got tangled. A new device was opened but same result happened. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection revealed that the suture had been cut. The loops of the devices were not returned. No abnormalities were noted with the returned devices. As no sealed samples were returned, functional testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.